Event description:
It was reported that the system displayed a charger failed error and had to be rebooted to proceed with the procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.